Manufacturer narrative:
Device is still in operation at facility and user reports there is no evidence of thermal damage to device or linens. There is no evidence to suggest a device failure or malfunction and we are unable to establish a causal relationship between the proper installation and use of the device and the reported event. The most likely cause of the lesions is related to the creation of an alternate current path with the use of the towel clamps and may be exacerbated by the age of the generator. This risk is inherent in the use of electrosurgery, is well documented in scientific literature, and is addressed in the instruction for use provided with the device.

Event description:
Doctor used mega2000 to operate anterior fusion case with aspen generator mf380. The surgery took 1.35 hours. After the surgery, the patient had 0.3 cm burn mark 2 points around neck and pelvic bone. At this position, pelvic bone was locked with towel clamp forcep. Subsequent medical/surgical intervention included surgical removal of wounds and follow-up wound care.